Manufacturer narrative:
Hologic received additional information from case: patient reported that her breast is disfigured and there is scarring and dimpling around the biozorb. Additionally, patient reported that the biozorb has failed to resorb.

Event description:
It was reported that on (B)(6) 2019 a patient received a biozorb device, the implant has caused pain at the site of implantation and scarring/disfigurement of the breast. No additional information is available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
The patient is a 51-year-old perimenopausal woman. Past medical history: perimenopausal without use of hormone replacement therapy; cervical conization biopsy; endometrial ablation; tubal ligation. Family history: non-related. The patient is a 51-year-old perimenopausal woman who was asymptomatic, had a left central lateral breast abnormality on screening mammogram on (B)(6) 2018, a diagnostic mammogram on (B)(6) 2018 with calcifications, and a subsequent core biopsy on (B)(6) 2018 positive for atypical ductal hyperplasia with adjacent columnar atypia. She was scheduled for an excisional biopsy with wire localization. A second review of the radiologic images revealed a second area of calcifications 2.5-3 cm from the target lesion and a decision was made to localize and excise both lesions at surgery. On (B)(6) 2018 the patient underwent an excisional biopsy of 2x localized left central lateral breast lesions with an additional posterior margin resection. The pathology was benign with fibrocystic changes. On a follow-up mammogram 2 months later a new left breast upper inner quadrant abnormality was identified and a subsequent core biopsy on (B)(6) 2019 was positive for ductal carcinoma in situ. The patient underwent a partial mastectomy with wire localization, concurrent left breast benelli mastopexy and biozorb placement on (B)(6) 2019. "The biozorb spacers were used to help determine the best size for the cavity. I decided upon the 3 x 3 x 1 cm low profile biozorb. Three anchoring sutures were placed with 2-0 pds and 2-0 vicryl sutures to the lumpectomy cavity, at the site corresponding to where the tumor had been. Deep parenchymal tissue flaps (12cm2) [sic] from the superior and inferior walls along the lumpectomy cavity were detached anteriorly from the anterior mammary fascia and rearranged to fill the defect from the circumference of the cavity.". Lumpectomy pathology: "upper inner left breast: dcis with invasive carcinoma of no specific type, grade 3 with clear margins, ER+". At 7 days post lumpectomy the patient was seen for a small hematoma and to discuss her pathology. She underwent a sentinel lymph node biopsy (due to microinvasion), and hematoma evacuation on (B)(6) 2019. Sentinel and axillary lymph node biopsies: negative for malignancy. Her final pathologic stage was: stage 1a, pt1mi pn0, ER+ pr -, her2 -; ki67 75%. On (B)(6) 2019 the patient was seen by radiation oncology for radiation treatment planning. At that time she complained of soreness at her surgical sites. She underwent radiation treatment of the whole breast and boost from (B)(6) 2019 with a total dose of 40.05gy in 15 fractions to the whole breast, and 10gy in 5 fractions to the surgical site. She developed severe erythema over the upper portion of the breast without skin breakdown that was treated topically and resolved. The patient was seen on (B)(6) in follow-up and "reports doing well overall". She denies any breast symptoms of concern, no masses or skin changes.". She began tamoxifen hormone therapy (B)(6) 2019. On (B)(6) 2019 the follow-up radiation oncology notes state- "cosmesis: good: there is a slight difference in the size or shape of the treated breast as compared to the opposite breast or the original appearance of the treated breast. There may be some mild reddening or darkening of the breast. The thickening or scar tissue within the breast causes only a mild change in the shape or size." On (B)(6) 2020 the patient was seen for mammogram with ¿persistent dimpling at the site of surgery/upper central to inner aspect of the left breast.". There was no evidence of malignancy with "normal postsurgical changes in the area of clinical concern". On (B)(6) 2024 (just short of 5 years post lumpectomy) the patient was seen in surgery clinic for complaints of worsening left breast pain at the lumpectomy site " 4-5 months of pain shooting from the axillary area across the upper breast" and asymmetry. On clinical exam there is a fullness in the upper inner quadrant "which seems consistent with a seroma". Imaging of the breast noted a decrease in the distance between fiducials suggesting "device collapse". The surgeon prescribed an anti-inflammatory for the discomfort and offered a r (contralateral) mastopexy to address the asymmetry. The notes also state "the biozorb has an FDA advisory recently released, which pt read, and certainly may have contributed to a chronic seroma. We have limited data still on how to deal with complications from the biozorb. I would not rule out surgery to address the chronic seroma, but I recommend conservative measures first. Her pain starts near pectoralis border & may have a musculoskeletal component.". The final medical record from a (B)(6) 2024 mammogram notes evidence of scar tissue adjacent to the biozorb with minimal architectural distortion and fatty tissue noted at the site consistent with fat necrosis. No other suspicious findings are noted.

Manufacturer narrative:
An investigation was completed: it was reported that on (B)(6) 2019 a patient received a biozorb device, the implant has caused pain at the site of implantation and scarring/disfigurement of the breast. No additional information is available. Investigation methods and findings: no initial evaluation could be performed because there was no returned sample for this complaint. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: major pain (pain/discomfort/device palpability/sleep disfunction/failure to resorb), scar tissue (scar tissue and/or delayed wound healing), physical asymmetry (deformity). A review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024)), migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint.though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regards to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis . Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.